Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. This event was initially determined to be a non-reportable event; however, upon completion of the product development investigation on sep 14, 2016, the event was re-evaluated for reportability. This event was determined to be reportable for product malfunction on sep 14, 2016. UDI: (01)gtin unavailable, product made prior to gtin compliance date (B)(4). Device is an instrument and is not implanted/explanted. A product development investigation was performed for the subject device (curved pelvic osteotome 20mm, part number sd399.002, lot number 4402635). The customer quality investigation shows that the 20mm curved pelvic osteotome part number sd399.002 has been obsoleted and replaced with the 20mm curved pelvic osteotome part number 03.100.039. The replacement device is part of the hip preservation surgery set. (Reference: hip preservation surgery set technique guide). The device was received with a broken pin and with the handle loose. The handle could be fully removed from the shaft of the device. Upon removal of the handle it was observed the pin responsible for retaining the handle shows two transverse breaks; one on each side of the shaft. One third of the pin was not received. The other two pieces are retained in either the respective handle or the shaft. The balance of the device shows wear consistent with significant use. Nicks were observed in the handle and impact marks were observed on the proximal end of the device. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the pin is already broken. A device history record review was performed for the returned osteotome. It was determined that the device was manufactured in (B)(4) on 21-aug-2002. Mrr 0092 was issued for pins that were not flush with the handle and for handles being loose. The devices were 100% inspected and resulted in 6 devices being scrapped and 9 devices being released to the warehouse. Review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. However, upon inspection of the complaint device the loose handle is the result of a broken pin not the handle. Therefore, the mrr is not relevant to the complaint condition as it would not impact the strength of the pin. The double shear fracture of the pin was determined to be the cause of the loose handle. However, the conditions that resulted in the forced required to break the pin are unknown. Thus, a root cause could not be definitively determined. There are no indications of any manufacturing or design related issues and the device has been obsoleted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial right pelvic surgery on (B)(6) 2016, the wooden handle of the curved pelvic osteotome instrument came off of the device during surgery. When the surgeon put the handle back on to the instrument, the handle spun on the metal instrument rod. The surgeon then used another device that was on-hand to implant two 3.5mm cortex screws to complete the surgery. The procedure was completed successfully with no reports of delay or medical intervention. The patient's post-operative status was reportedly stable. This report is 1 of 1 for (B)(4).